Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 0.8. Five minutes later, test was repeated on a different strip lot. Inratio = 2.2. Therapeutic range: 2-3.

Manufacturer narrative:
Customer did not provide a reference result. Unable to determine accuracy of inratio result. Customer verified the discrepancy low by using a different lot. Inratio precision data provided by end-user lot: date: (B)(6) 2013, 1st inr: 0.8, 2nd inr: 2.2, mean: 1.50, sd: 0.99, %cv: 66.0. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot #294977 on (B)(4) 2013. Results as follows: donor: (B)(4); inratio: 1.6, 1.5, 1.7; reference: 1.70; bias threshold: 1.20 - 2.20; %cv: 6.24. Donor: 216; 1.5, 1.5, 1.7; 1.65; 1.15 - 2.15; 7.37. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: customer did not provide a reference result. Unable to determine accuracy of inratio result. Analysis of the client's data from request inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2013, (B)(4) discrepant complaints have been reported for lot #294977 yielding a complaint rate of (B)(4). Due to this low occurrence rate; corrective action is not required at this time.